Event description:
A remstar w/sd card device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device at the third-party service center, the service technician observed visible foam particles inside the blower kit. Additionally, the service technician also noted dust contamination as well as error code 61: (err_pll_unlocked) were present. The device was scrapped by the service center after the evaluation was completed.